Manufacturer narrative:
(B)(4). Date sent 3/16/2026. D4 batch # 508d05. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the ec60a device was received with damage to the anvil knife slot and with a gst60w reload loaded on the device. The reload was received fully fired, with some drivers damaged on the proximal end. Tissue with formed staples was noted in this area. Further evaluation showed that both knife wings were broken off; however, only one knife wing was returned for analysis. Additionally, a dry-fire functional test was performed to evaluate the reported manual switch issue. During this test, the release button did not allow the jaws to open. No additional functional testing was performed due to the condition of the device. The device was subsequently disassembled to verify the condition of the internal components, and the knob button was observed to be cracked. This condition most likely contributed to the damage noted on the device. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. The damage to the knife slot is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. One possible scenario for the described event of damaged release button is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 508d05, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. Additional information was requested, and the following was obtained: does patient having to be converted mean the patient had to be open? Change from laparoscopic to open surgery and a 30-minute delay. After sliding the red button down, did the surgeon fully depress the firing trigger prior to attempting the release button? Yes, he did everything in the recommended manner.

Event description:
It was reported that during a laparoscopic hepatectomy the stapler could not be opened on the second magazine after it was triggered, the red emergency button was pressed and the release lever was pressed again to reset the blade. Unfortunately, the stapler could not be opened anyway. Even under the guidance of the responsible adm, the stapler could not be opened (it was even attempted with force, hence the deformation at the rear of the truck on the release button). To remove the stacker, the patient had to be converted and then the stacker was manually resected. Unfortunately, this led to an extension of the operating time, which did not damage the patient.

Manufacturer narrative:
(B)(4). Date sent 2/18/2026. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: after sliding the red button down, did the surgeon fully depress the firing trigger prior to attempting the release button? Does patient having to be converted mean the patient had to be open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.